Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Two manufacture dates reported for this device. June 12, 2012 is actual manufacture date. January 24, 2013 is the release to warehouse date. No service history review can be performed as part number 314.291 with lot number(s) 12-3003 is a lot/batch controlled item. The manufacture date of this item is 24-jan-2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Manufacturing location: (B)(6). Manufacturing date: 12.jun.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that a synthes collinear reduction clamp was dropped in sterile processing and the handle broke into two pieces. No patient or surgery involvement. This report is for one (1) collinear reduction clamp. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. The 314.291 lot number 12-3003 (sliding mechanism) was returned. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. The device was returned and reported to have broken during sterile processing. This condition is confirmed; the black handle has broken off of the device at the base where it meets with the metal portion of the mechanism. No new malfunctions were observed during the course of this investigation. This complaint condition was likely caused by over four years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. The 314.291 sliding mechanism is an instrument routinely used in the 105.907 collinear reduction clamp set. The device was manufactured in 6/2012 and is over four years old. The balance of the returned device is in somewhat worn condition with some superficial wear. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.